Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 mg/dl. Reportedly, the customer increased basal rate on the pump and administered a correction bolus to stabilize impacted bg level. The cause of the elevated bg level was due to current basal rate settings on pump. Customer stated health care provider would be contacted regarding basal rate settings.